Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -9.0/+1.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.